Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
This is the second of two speedband superview super 7 devices used in the same procedure. It was reported to boston scientific corporation that two speedband superview super 7 devices were used in the esophagus during an esophagogastroduodenoscopy (egd) with banding procedure performed on (B)(6) 2021. During the procedure, the device misfired and then failed to deploy the bands. The same issue occurred with the second speedband superview super 7 device. It was reported that there was no difficulty experience when setting up the device. The procedure was completed with a third speedband superview super 7 device. There were no patient complications reported as a result of this event. A photo of the complaint device was provided by the complainant showing the ligator head outside the patient with the bands twisted and one band broken.